Event description:
The user visited the clinic on (B)(6) 2021 because the hearing performance with the device was affected. Re-implantation is considered. No date has been provided yet.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, a device investigation is necessary to determine a root cause. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user visited the clinic on (B)(6) 2021 because the hearing performance with the device was affected. Re-implantation is considered. No date has been provided yet.

Event description:
The user visited the clinic on (B)(6) 2021 because the hearing performance with the device was affected. The user has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.